Event description:
It was reported that the patient had been treated in the emergency room (ER) with hyperglycemia and elevated ketones on (B)(6) 2025. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) with ketone level of 3.8 mmol/l while wearing the pod between 37 and 48 hours. The patient's mother administered insulin using insulin pens and the pod was changed. The patient was taken to the ER and was treated with insulin. The patient was treated at (B)(6) hospital, (B)(6). The patient was discharged after 4-5 hours. Erythema was also observed at the pod site (leg). Attempts to gather additional information on the patient's diagnosis and treatment is currently ongoing. A supplemental report will be submitted should additional information become available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.